Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative as well as analysis of the submitted log files. Although a specific cause for the reported low flows could not be conclusively determined through this investigation, the account reported the alarms were due to right ventricular failure (rvf) and small left ventricle (lv) cavity. A direct correlation between the heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 12nov2024. Low flow hazard alarms were captured throughout the file, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The document addresses all pump parameters, and outlines situations that can result in low flow, including patient condition. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the center was requesting a low flow system controller. The center submitted a low flow system controller purchase order. The low flow request was due to small left ventricle cavity and right ventricular failure requiring ventricular assist device (vad) speed of 4800 rpm with chronic low flow. Log files were sent for review, and they contained mostly low flow alarm flags with recorded flow values under 2.5 liters per minute (lpm). These events did not appear to be equipment related. There were no symptoms related to the low flow alarms. Plan of care is to treat right ventricular failure, and increase vad speed as able. Right heart failure did not exist prior to implant, and the site says that a device related issue did not contribute to right heart failure. The patient is now on a low flow alarm controller 2.0. Further assessment of the log files determined that these lower flows were likely patient related as these were associated with elevated pulsatility index (pi) values. Diuretics on hold, mean arterial pressures (map) have been appropriate. Patient changed over to low flow controller 2.0 after log files downloaded, which should help since flows hovered around 2.4-2.5 lpm at the time of alarms.